Event description:
It was reported that this right atrial (ra) lead exhibited noise with arm movement that was being oversensed resulting in inappropriate atrial tachy response (atr) episodes. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.